Event description:
Reports getting greatly discrepant readings and questioning the accuracy of the meter. Comparing tests with another meter. Analysis run on clark error grid using competitive reading (167) vs bd readings (44,163,136) yielded data points in the c range of the grid outside acceptable limits.